Event description:
It is reported that an intensive care unit nurse was attempting to irrigate the device and inadvertently instilled 100 cc of fluid into the balloon port.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the lot number was not provided. Therefore, we are unable to determine the specific manufacturing site; however potential manufacturing site numbers are listed below. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.